Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side "experiencing discomfort on the side of the breast to the bottom of the breast." Healthcare professional reported left side "rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, crease fold, wear abrasion and piece of shell missing. Weight measurement identified device was underweight. A microscopic analysis was performed which identified crease sharp on anterior side. Based on the device analysis, the final assessment is a crease sharp on posterior side due to fold flaw opening and a piece of the shell is missing the assessment is inconclusive.

Event description:
Patient reported left side "experiencing discomfort on the side of the breast to the bottom of the breast." Healthcare professional reported left side "rupture." Device has been explanted.